Manufacturer narrative:
The hill-rom technician found the brake link pin needed to be reinstalled and the pin retainer needed to be replaced. Per the hill-rom service manual the stretcher should be subject to an effective maintenance program. An annual service of the stretcher is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this stretcher. It is unknown if the facility performs preventative maintenance on their stretchers. The hill-rom technician reinstalled the brake link pin and replaced the pin retainer. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the stretcher had no brakes. The stretcher was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).